Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted as of the present. A product experience report was received on 05/30/2018 stating that this lead exhibited impedance issues which was considered a persistent issue. It was noted that unipolar right atrium sensing was 1.1 mv, impedance less than 200 ohms, capture threshold 0.7v/0.4ms. There was no patient symptoms or adverse effects. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).